Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure a spline inversion was noted and was fixed without removing the catheter from the patient, it was also mentioned that the catheter's guidewire lumen was bent. The ablations were completed with the device and then a pericardial effusion was identified in the patient. The catheter was removed from the patient and a pericardiocentesis was performed. No further complications were reported, and the procedure was considered completed prior to the complication occurring. The catheter has been received for analysis. It was stated that a possible cause may have been that the guidewire may have punctured the myocardium during troubleshooting or due to excessive "wire torque", but a puncture was not confirmed, and no other cause of the tamponade was confirmed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory the device was first visually inspected and no abnormalities were noted. Next the catheter was functionally tested and the device deployed without issue, although when pressure was applied to the splines some of them inverted easily. There was no evidence of any kinking of the guidewire lumen. The cardiac tamponade is considered a known inherent risk of the device as it is laid out in the farawave's labeling. The device was returned with no evidence of a kinked guidewire lumen, and thus there was no problem detected for that claim. Additionally, it was confirmed that the splines would invert, and the most likely cause of the inversion would have been unintended user error due to external force being inappropriately applied to the spline during use.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure a spline inversion was noted and was fixed without removing the catheter from the patient, it was also mentioned that the catheter's guidewire lumen was bent. The ablations were completed with the device and then a pericardial effusion was identified in the patient. The catheter was removed from the patient and a pericardiocentesis was performed. No further complications were reported, and the procedure was considered completed prior to the complication occurring. The catheter is expecting to be returned. It was stated that a possible cause may have been that the guidewire may have punctured the myocardium during troubleshooting or due to excessive "wire torque", but a puncture was not confirmed, and no other cause of the tamponade was confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure a spline inversion was noted and was fixed without removing the catheter from the patient, it was also mentioned that the catheter's guidewire lumen was bent. The ablations were completed with the device and then a pericardial effusion was identified in the patient. The catheter was removed from the patient and a pericardiocentesis was performed. No further complications were reported, and the procedure was considered completed prior to the complication occurring. The catheter is expecting to be returned. It was stated that a possible cause may have been that the guidewire may have punctured the myocardium during troubleshooting or due to excessive "wire torque", but a puncture was not confirmed, and no other cause of the tamponade was confirmed.

Manufacturer narrative:
Correction to supplemental MDR in blocks h6: impact codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory the device was first visually inspected and no abnormalities were noted. Next the catheter was functionally tested and the device deployed without issue, although when pressure was applied to the splines some of them inverted easily. There was no evidence of any kinking of the guidewire lumen. The cardiac tamponade is considered a known inherent risk of the device as it is laid out in the farawave's labeling. The device was returned with no evidence of a kinked guidewire lumen, and thus there was no problem detected for that claim. Additionally, it was confirmed that the splines would invert, and the most likely cause of the inversion would have been unintended user error due to external force being inappropriately applied to the spline during use.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure a spline inversion was noted and was fixed without removing the catheter from the patient, it was also mentioned that the catheter's guidewire lumen was bent. The ablations were completed with the device and then a pericardial effusion was identified in the patient. The catheter was removed from the patient and a pericardiocentesis was performed. No further complications were reported, and the procedure was considered completed prior to the complication occurring. The catheter is expecting to be returned. It was stated that a possible cause may have been that the guidewire may have punctured the myocardium during troubleshooting or due to excessive "wire torque", but a puncture was not confirmed, and no other cause of the tamponade was confirmed. It was further informed that the patient was discharged fully recovered.

Manufacturer narrative:
Correction to supplemental MDR in blocks h6: impact codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory the device was first visually inspected and no abnormalities were noted. Next the catheter was functionally tested and the device deployed without issue, although when pressure was applied to the splines some of them inverted easily. There was no evidence of any kinking of the guidewire lumen. The cardiac tamponade is considered a known inherent risk of the device as it is laid out in the farawave's labeling. The device was returned with no evidence of a kinked guidewire lumen, and thus there was no problem detected for that claim. Additionally, it was confirmed that the splines would invert, and the most likely cause of the inversion would have been unintended user error due to external force being inappropriately applied to the spline during use.